Event description:
The customer reported a leak when using the coulter act diff 2 analyzer. The leak was described as 2 cc of bloody fluid that leaked from the wbc (white blood cell), rbc (red blood cell) baths and the vacuum isolator chamber (vic or vc1) and onto the counter. The issue occurred while cycling controls. The operator was wearing gloves and lab coat when the event occurred. There were no reports of exposure to mucous membranes or cuts. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
Customer technical support (cts) did troubleshooting with customer via telephone and the customer observed green build up on the tubing connected to the waste filter and the vc1. Cts had customer clean the pathway, drain the baths and vc1 using solenoid functions. The baths and vc1 all drained. The customer performed verification of instrument to meet the specified requirements per established procedures. Cts recommended that the customer order a new waste filter, but the customer did not order or change filter. The customer stated she would monitor the instrument and call cts back if problem recurred. Field service was not dispatched to site for this event. Identified failure mode: waste filter was not allowing fluid through (clog or buildup) causing leaking. No erroneous results were generated for this event. The failure mode identified is likely to cause erroneous results due to sample dilution or carryover of patient samples due to improper baths or vc1 draining. Product labeling was evaluated: warnings and precautions: beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).